Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6-4mm amplatzer duct occluder was selected for implant on (B)(6) 2024 using an unknown abbott delivery system. During implant the device took on a deformed shape. Another attempt was made to deploy the device with the same results. The device was not released from the delivery cable. The device was removed from the patient. Another attempt was made to deploy the device outside of the patient, however the device maintained the deformed shape. The device was replaced with a new 6-4mm amplatzer duct occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There was a slight delay in the procedure due to the multiple deployment attempts. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported during implant the device took on a deformed shape. Information from the field indicated that there were no interactions with cardiac structures and there were no angulations or kinks noted on the delivery system. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.